Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2009. During the procedure, pressure was unable to be stabilized. The balloon was noticed to be expanding out of the cervix. The procedure was aborted. Hysteroscopy was performed and a small perforation of the uterus was noted. The cause of the perforation is unknown.

Manufacturer narrative:
Date sent to the FDA: 07/10/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.